Event description:
It was reported that the valve was explanted after an implant duration of approximately 6 months. The reason for explant is unknown. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a malfunction or deficiency related to the explanted valve. The device was replaced with another edwards valve. No other details provided.

Manufacturer narrative:
Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. Therefore, the root cause of this event could not be determined. There have not been any allegations of a malfunction or deficiency related to the explanted valve. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. A supplemental MDR will be submitted in the event any new information is received. No further actions are possible at this time.

Manufacturer narrative:
It was identified, through review of source documentation provided, that the patient presented with cellulitis in his leg. Transesophageal echocardiogram (tee) showed aortic root abscess with no flow. Patient was placed on IV antibiotics. Subsequent tee demonstrated partial dehiscence of his aortic valve, severe aortic insufficiency and severe global lv dysfunction. No issues with the mitral valve documented. Patient underwent mitral valve replacement (of subject device) and bentall with homograph (aortic valve). Ventricular function was noted to be depressed despite maximal efforts. Patient was unable to maintain pressures above 50 mmhg. After a period of about one hour of attempting to wean off bypass, the patient expired in the or. Principal discharge diagnosis: cardiac failure. There have not been any allegations of a malfunction or deficiency related to the explanted valve. No evidence has been provided suggesting that the edwards valve caused or contributed to the patient's death. Patient was noted to have a 75% mortality risk secondary to his condition. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Edwards will continue to monitor all events. No further actions are possible with the available information.